Event description:
It was reported the patient had symptoms of near syncope. The lead presented with low impedance. "Lead sensing malfuction" also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.